Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 560 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and syringes. Troubleshooting was performed. Based upon report customer was alleged insulin pump was possible under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin will be returned and reservoir will not be returned for analysis.